Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant was not reported. During follow up the physician identified limb separation and a 3.3cm aneurysm is present from stent separation. The cause is unknown. The physician is planning a possible intervention. No additional clinical sequelae were reported and the patient is going to be monitored by the physician.

Manufacturer narrative:
(B)(4).